Manufacturer narrative:
Two unused y-knot flex were returned in their original unopened packaging for evaluation. Visual inspection verified the reported "cutter marks" packaging anomaly on both products. Dye leak testing was performed by a r and d engineer and both devices failed. These failures were a result of damaged packaging material which is defined as "any physical defect that is contrary to intention that may compromise the ability of the package to maintain a barrier to physical, microbial, or chemical challenges." This sterile breach was likely caused by handling during shipment. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. A two-year historical complaint review revealed one prior complaint involving three devices for this device family and failure mode. (B)(4). This reported packaging issue was obvious to the distributor, prompting the return of the device for evaluation. There was no patient involvement. As with all medical devices, examination of the product occurs multiple times prior to use. Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. The instructions for use (IFU) provides the following warning. - if packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately. This incident type will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor in (B)(4) rejected two y-knot flex devices with "cutter marks on sterile package". In this instance, there was no patient involvement as the packaging anomaly was discovered during inspection prior to distribution to an end-user. This report is raised on the basis of a device malfunction with potential for injury with recurrence.